Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe dure error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred. The bipolar energy was working properly. The error only occurred when monopolar energy was being fired. The customer power cycled the integrated electrosurgical unit (iesu) or erbe and used the other monopolar energy port, but the issue persisted. The monopolar energy cable was replaced, but the issue continued. The procedure was completed with a backup generator. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed. A review of the logs found error confirming the issue occurred in the field. Upon visual inspection, fa found no issues related to the reported event. The unit was placed on a well-known system displayed error c-34 on start-up. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.